Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The review of the instrument logs did not find any firing errors for this instrument on its last use on (B)(6) 2023 using system sl0192. Visual and microscopic inspection found no damage at the wrist. No initialization failures or errors occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamping, unclamping, and fire tests of the instrument passed. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, no automatic triggering was possible with the sureform 60 stapler and manual release was also not possible. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there was no damage. The issue occurred while stapling a tissue. The branches were stuck in the tissue when the problem was detected. The instrument release key (irk) was not used to open the branches and release the tissue. There was no undesired effect on the grasped tissue. It is unknown if the irk was not used and/or did not function and how was the instrument removed from the tissue. The procedure was performed entirely with a backup instrument. No information is available about whether there was a patient injury or not. There is also no information available about the procedure delay, and the cause for the defective instrument. No information is available about the patient data.

Manufacturer narrative:
Based on the claim against the product by the customer noting an unclamping issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the system logs for the stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: a review of the stapler logs show sureform stapler 60 instrument (part number: 480460-09, lot number l12221111-0576) was installed on the system 4 times and fired 1 white reload. On the first and fourth installs, the system failed to detect the reload color and the user manually selected the black reload and white reload respectively, using the ssc touchpad. On install 1 (black reload), no clamping or firing was attempted. On installs 2 and 3 (black reloads), there were 12 incomplete clamps ranging from 46% to 57% completion and 3 aborted clamps, ranging from 28% to 51% completion. All incomplete clamps had a max clamping force recorded between 516 n and 545 n. Nominal clamp force for a black reload is up to 500 n. There were no successfully completed clamps or firing attempted on these installs. All unclamps were logged as successfully completed. On the fourth install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs for the time this instrument was installed. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.